Event description:
The manufacturer received information alleging the device failed the flow verification - positive & negative test step during testing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.